Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify button keypad anomaly due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the keypad of insulin pump did not work. The customer blood glucose level was 158 mg/dl at the time of incident and the current blood glucose level was 257mg/dl. Customer stated that numbers was not ramping on their own also the scroll bar was moving with no input. Customer states that there was no response from any button. The device will not be returned for analysis.